Event description:
It was reported that the patient underwent a pelvic floor repair in 2006. A few days postoperatively, the patient presented to her general practitioner with severe vaginal itching. At this point the patient was already using an over the counter anti-fungal cream. The patient was prescribed an oral anti-fungal treatment. The patient responded to neither anti-fungals nor antibiotics, and the condition spread over her entire body. The patient was admitted and no evidence of erosion or mesh extrusion was noted. The patient responded to IV steroids and was sent home with antihistamines. The patient's condition worsened again and oral steroids were prescribed. The physician is now trying to exclude possible sensitivities.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.